Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: branch vessel occlusion or obstruction, improper placement, surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent emergency endovascular treatment for a thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system, and gore® dryseal flex introducer sheath as an accessory. While delivering the first ctag ac (tgmr373720j), the device became stuck at the curve of the descending aorta and could not be advanced properly. The physician deployed the device without thorough confirmation, resulting in the unintentional occlusion of the celiac artery and the superior mesenteric artery. The second ctag ac (tgmr404020j) was deployed proximally to the initial device, but the greater curvature side was deployed more distally than expected. The device migrated distally even further after the physician inflated a balloon inside. Another ctag ac (tgmr404015j) was additionally implanted proximally as a treatment. After deploying all devices, a bypass was created between the left external iliac artery and the superior mesenteric artery. Additionally, rupture of the right external iliac artery was observed through access angiography. A stent graft was implanted in the right external iliac artery as a treatment. The patient tolerated the procedure. The physician¿s comment: ¿I used the standard egoist® wire instead of the stiff lunderquist® wire, and it resulted in insufficient vascular extension. I should have confirmed the position of the abdominal branch vessels properly. Touch-up by balloon should have been performed more carefully too. The patient originally had narrow vessel diameters, and there was some resistance while inserting the 22fr sheath.¿